Event description:
Iol was explanted when the haptic tore off. Pt prognosis is good.

Manufacturer narrative:
Incision wound was not enlarged and pt's prognosis is good. The physician stated the temperature in the operating room was colder than normal during the surgery and may have caused the product malfunction.